Event description:
This is being filed to report a clip unintentionally opening 35 to 40 degrees. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 functional mitral regurgitation (mr). The clip opened to 35-40 degrees after deployment despite passing all establishing final arm angle (efaa) checks. After the clip opened, mr was 3+. The clip remained secure on the leaflets. An additional clip was implanted, stabilizing the first clip and mr was reduced to 2. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opening while locked. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Removed pc 2199.